Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). (B)(6). Failure (event) observed during analysis. The device was confirmed to have slightly high current draw via review of the fuel gauge measurement. During analysis, the current returned to normal levels and high current was not observed. The cause of the excess current draw was not determined.